Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot. Receiver functional tester: passed all relevant testing. The receiver data log was downloaded. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced initializing screen without manual restart. No additional event or patient information is available. No data were provided for evaluation. Product has been received for investigation. A follow-up report will be submitted upon completion of device investigation.